Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The lifevest was found to be fully functional upon receipt. No equipment problems were found. A treatable arrhythmia (ventricular fibrillation) was first detected by the lifevest at 01:17:27 on (B)(6) 2013. The lifevest subsequently delivered 11 appropriate treatments. Treatments #1 through #7 successfully converted the arrhythmias to a sinus rhythm that subsequently degraded to vf. Treatment #8 successfully converted the arrhythmia, and the lifevest was then shutdown at 05:13:59. The lifevest was started up again at 05:54:36 and detected vf. The post-shock rhythms of treatments #9 and #10 were asystole that transitioned to vf. The post-shock rhythm after treatment #11 was asystole. No treatment sequence was initiated for asystole, as it is considered a non-treatable rhythm. The electrode belt was disconnected at 06:01:49 and the device was shutdown at 09:45:54 on (B)(6) 2013. The patient passed away while in the hospital. The lifevest operated according to its specifications. Post-shock asystole is known risk of defibrillation.

Event description:
The daughter of a (B)(6) year old female patient reported that the patient had passed away while wearing the lifevest. The patient was in the hospital at the time of passing. Initial investigation showed that life vest operated according to specification and delivered 11 appropriated treatments. Additional evaluation performed by zoll medical affairs on (B)(6) 2014 revealed that the post-shock asystole is a known adverse outcome associated with defibrillation.